Event description:
It was reported that the target lesion was located at the superior mesenteric artery. The introducer used by the physician was too short, a 45 cm introducer, instead of a long one. The stent dislodged during advancement in the descending thoracic aorta. No resistance was felt with the introducer. The stent dislodgement occurred, as the introducer sheath was too short. The stent was initially located in the coronary left ventricle. Twenty four hours later, the stent naturally migrated from the ventricle into the profunda femoral artery. The chief of the hospital department stated that there is no risk associated with this localization. The stent remains in the profunda femoral artery. The patient condition was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient's anatomy. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Potential factors that could contribute to stent dislodgment include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. Although a conclusive cause for the dislodgment could not be determined, it was reported that the stent dislodgement occurred because the introducer sheath was too short. It may be possible that with the short introducer sheath, the stent was subject to anatomical conditions which would normally be maneuvered and protected with the sheath. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. Overall, a conclusive cause for the reported dislodgement could not be determined; however, there is no indication to suggest a product quality deficiency.